Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2026, the gantry unexpectedly shut down during an exam. It was reported by the user site that multiple error codes occurred, and that after a console power cycle, a software mismatch error also appeared. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the system did not have a vertical drag brake installed. Per hologic technical support information, it was reported that the user pressed the c-arm down switch, but the c-arm continued to drift downward until the vertical travel assembly (vta) uncommanded movement error was triggered. The fse installed the vertical drag brake and tested the system to confirm proper operation, verifying the system is operating according to manufacturer specifications. No further information is currently available.